Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that periods of no ventricular pacing were seen on an external EKG while the device was expected to be pacing. The patient was experiencing atrial fibrillation at the time. Review of stored egms revealed an atrial noise episode without pacing suppression. Reprogramming was suggested and the device was later explanted.